Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: a patient with a right distal femur fracture was implanted with a plate and screws on (B)(6) 2013. Follow-up x-rays taken indicate two screws broken, the construct loosening and loss of reduction. The patient was returned to the operating room on (B)(6) 2014 for removal of hardware and unknown revision. This report is 3 of 11 for complaint (B)(4).

Manufacturer narrative:
Product development evaluation reports the cortex screw was returned for evaluation broken. The x-ray images show that a mix of locking and compression screws were used for the fixation of the proximal bone segment. The chosen fracture fixation technique did not correspond with the fracture fixation principles described by the ao manual for internal fixation nor with the technique which is described by the locking compression plate-distal femur (lcp df) technique.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: additional evaluation (B)(4) performed by synthes approved third party. Based on the topography of the fracture surfaces it was concluded that the screws were subjected to moderate dynamic bending loads, one sided. Constantly alternating bending loads, load cycles while walking led to the fatigue of the material; then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload, fatigue failure. Postoperative activities of the patient and instability of the fracture situation may have played a role. A failure resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.